Event description:
The customer reported that on (B)(6) 2012 at 5:11 pm his blood glucose measured 277 mg/dl, so he took a 1.75 unit insulin bolus. By 6:23 pm it had risen to 333 mg/dl: an additional 7.00 unit bolus was administered. At 10:00 pm his bg result read "high" (>500 mg/dl) and another 6.50 unit bolus was given. On (B)(6) 2012 at 12:43 am with a bg of 341 mg/dl he deactivated the device. When it was removed he observed that the cannula was bent at a right angle and the needle was still visible. Despite the apparent failure of the needle to retract fully he stated he hadn't felt any pain on insertion or during the approx 24 hours he wore the device.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle retraction problem or to determine its root cause or whether it could have restricted insulin delivery and contributed to the reported hyperglycemia. Qualification for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "if your reading is above 500 mg/dl, the pdm displays 'high check your ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."